Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unknown) who was complaining of chest pains, but that the devices screen display intermittently went blank. The medics changed the device battery, but the display continued to intermittently go blank. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The zoll technical service department evaluated the device and was unable to duplicate the reported problem. During testing an intermittent "ECG lead off" message and a "status 51" error message was displayed on the device screen, but was unrelated to the original reported complaint. The analog printed circuit board was replaced, and the device performed to specification.